Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour after being exposed to a x-ray. Transmitter was replaced to resolve the issue. No additional patient or event information was available.